Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. The device was returned to olympus for evaluation and the reported issue was not confirmed. The insulation resistance value was out of specification. The light guide rod lenses were chipped. The plastic distal end cover cap was marked. The bending section cover adhesive was worn out. There was a crease on the connecting tube. The s-cover and switch button rubber one (1) were marked. Replacement was recommended for the charge-coupled device cover lens due to a slight chip. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely from the following investigation results that the event was unlikely related to the device. ·pseudomonas aeruginosa was detected from the channel in culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU), the same microorganism was not detected from the channel. ·nonconformity that related to the cause of the suggested event was not confirmed from the subject device. The instructions for use (IFU) provides the following guidelines: reprocessing manual: 1.4 precautions warning an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope tested positive for over three hundred (300) colony forming units (cfu) of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and coagulase negative staphylococci was identified. With the number of revivable microorganisms between five (5) and twenty-five (25) cfu in the endoscope, in the absence of indicator microorganisms detectable according to the methods used, the results obtained comply with the alert level defined in instruction of july 4, 2016. Given the nature (non-pathogenic microorganisms) and the number of microorganisms isolated, the microbiological quality of the endoscope can be considered satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.